Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected from the pt line in the dwell cycle. When the pt returned, spouse reconnected back up in the drain cycle. The home pt received the alarm shorlty after. Baxter's technical service center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's spouse.